Event description:
It was reported that when attempting to connect the system controller to the power module, the black power cable could not make connection. Upon closer inspection, the nurse noted a broken pin that was stuck in the cable. The patient required a controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pin stuck inside the black connector of the system controller was confirmed. The returned system controller was found to have a stuck pin in position 5 of the black power cable which is unused in that cable. The pin was removed to continue with testing. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.